Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site: on 9/6/2016 - confirmed incoming line power fuses open. Fuses changed by medtronic rep onsite. Verbally walked through system check and unit appears to be functioning as expected. Unit used for case immediately following fuse replacement with no issues or concerns. Ordering din rail upgrade to replace in conjunction with software 4.0.2 upgrade. On 9/20/2016 - performed upgrade of din rail as required due to multiple incoming line fuse failures. Performed system checkout. Unit operates as expected. The replaced din rail was also returned to the manufacturer for evaluation. Analysis was unable to confirm reported problem " fuses were blown on the mvs and they were unable to see the power light." Fse indicated on red field return tag the din rail was replaced to upgrade to current revision. Before applying 21vdc between contacts 7 and 10 9.6 ohms was measured. This is as expected. Energized, there is an audible click as the relay closes and between contacts 7 and 10 0.02 ohms was measured. This is as expected. No problem found with the assembly. No fuses returned. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system power line fuses were blown and the system power light was not illuminated. There was no patient present when this issue was identified.